Manufacturer narrative:
The marksman, pusher, and pipeline were returned for evaluation. The event cause could not be determined since the pipeline was already released from the capture coil; however, the braids were found damaged which may have contributed to the reported issue. (B)(4).

Event description:
Information received from the (B)(4) clinical database. Treatment of a left carotid artery aneurysm. It was reported that the patient underwent pipeline embolization procedure on (B)(6) 2013 involving six pipelines. During the procedure, it was reported that the first pipeline had difficulties releasing from the capture coil. The pipeline eventually released from the capture coil; however, it was placed to proximal from the intended location and was removed from the patient. The second pipeline also had difficulty releasing from the capture coil and an attempt was made to remove it. The tip coil separated at the capture coil joint location as it was being removed and the broken distal tip coil was retrieved from the patient with a snare. The third pipeline also could not be released and was removed from the patient. The fourth, fifth, and sixth pipelines were deployed successfully; however, post angiogram after the fifth pipeline was implanted revealed that the left carotid artery was occluded due to a thrombus that formed inside the fifth pipeline. Heparin, ozagrel, and aspirin were administered and balloon angioplasty was performed and the artery re-opened. Although a test occlusion test of the left carotid artery before the procedure confirmed that there was enough collateral blood circulation, the patient was left with paralysis after the procedure. Same event as MDR# 2029214-2013-00678 / 2029214-2013-00681 / 2029214-2013-00680.